Event description:
It was reported that while stimulation is turned on, the patient felt that the stimulation was too strong and that it went down to the end of his penis. The patient was unclear about the details of this event. The patient stated that he was treated at a "university", but afterwards the stimulation was too strong. He stated that after returning home after this appointment, he could not get used to the stimulation, so an ambulance was called. The technician working on the patient couldn't get the controls of the device to work and the patient walked 2-3 steps and felt the strong stimulation. The health care provider then "disconnected it". The patient also indicated that he either lost his patient programmer or it wasn't functioning. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that there was a patient death on (B)(6) 2012. It was noted that before the patient's death, the device was deactivated and the patient was being treated for stroke and retention issues. On (B)(6) 2012, the health care provider (hcp) "deactivated their sphincter in ER" and inserted a foley catheter. Additional information received reported that the patient's cause of death was complications of stroke, not device related. The hcp was "not sure" if the patient had a medtronic device, but knew that the patient had a device for incontinence which "had no bearing on the patient's death."

Event description:
Additional information received reported on (B)(6) 2012 health care provider (hcp) visited patient in the emergency room and "deactivated their sphincter". It was also reported patient had a stroke (B)(6) 2012. They had been in the care of nursing home since and are "incoherent and not ambulatory". Hcp reported on (B)(6) the patient had "confusion and hallucinations". On (B)(6) the patient had difficulty with memory and deciphering "what is reality and what is not", however the patient seemed a "little more coherent" than last visit. Hcp could not find any note in file saying the patient had a device from manufacturer and if the device was still implanted. The nursing home was also unsure if the patient still had the device implanted, but noted in chart it said he had a device for sphincter. It was also reported the patient "is incontinent and has not complained of pain or felling uncomfortable stimulation". Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).